Manufacturer narrative:
The technician adjusted the right head cylinder to repair the stretcher.

Event description:
Info received indicates the head section will ot rise or lower from the elevated position of 30 degrees.